Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had a bent cannula and two infusion sets that were defective. Advised the proper way and area for insertion to avoid bent cannulas. The insulin pump was not returned for analysis.